Event description:
Per the clinic, the patient experienced magnet dislodgment subsequent to sustaining a head trauma. The patient underwent a procedure february 5, 2015 to replace the internal magnet. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.